Event description:
The report received from the (B)(4) study indicated that a patient experienced hypoperfusion at the time of index. At the time of index procedure, the angiography revealed 80% stenosis in the 1st om that was described as 8mm in length and de novo. The reference vessel was 2.25mm in diameter. A 2.25x133mm cypher rx (lot# 15077633) was implanted at 11atms. It was reported that the stent was post-dilated with a 2.25x20mm balloon at 15atms due to insufficient flow. Another 2.25x8mm cypher rx was implanted overlapping proximal from the initial stent at 12atms to fully cover the lesion. The stent was post-dilated with a 2.25x20mm balloon at 15atms due to insufficient flow. Finally 3rd 2.50x13mm cypher rx was implanted overlapping proximal from initial stent at 12atms to fully cover the lesion. The patient was discharged on same day.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that a patient experienced hypoperfusion at the time of index procedure and stable angina pectoris at the time of 12, 15, 24, and 30 month visits; and also reported pneumonia at the time of 30 month visit. This is a (B)(6) patient with medical history including angina, ischemia, CABG ((B)(6) 2009), target vessel previously revascularized ((B)(6) 2010), family history of coronary artery disease, hyperlipidemia, lvef (> 50%), history of smoking (greater than 30 days), allergic to penicillin, hx of bilateral hip surgery; ongoing pain, gastroesophageal reflux disease, osteoporosis. At the time of index procedure, the angiography revealed 80% stenosis in the 1st om that was described as 8mm in length and de novo. The reference vessel was 2.25mm in diameter. A 2.25x133mm cypher rx (lot# 15077633) was implanted at 11atms. It was reported that the stent was post-dilated with a 2.25x20mm balloon at 15atms due to insufficient flow. Another 2.25x8mm cypher rx was implanted overlapping proximal from the initial stent at 12atms to fully cover the lesion. The stent was post-dilated with a 2.25x20mm balloon at 15atms due to insufficient flow. Finally 3rd 2.50x13mm cypher rx was implanted overlapping proximal from initial stent at 12atms to fully cover the lesion. The patient was discharged on same day. The patient had a stable angina at 12, 15, 24, and 30 month visits. The patient also reported pneumonia at 30 month visit that was being treated with antibiotics. The outcome of the event was resolved without sequelae. The event was not related to the study stent, drug, or procedure in an investigator's opinion. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077633 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion (no reflow) is a known potential adverse event associated with all stent implantation procedures. This event is noted in the cypher IFU. Hypoperfusion can be associated with a combination of factors during an interventional procedure. The presence of debris from the target area, target area composition, prolonged manipulation of the target area, poor distal flow past the interventional equipment and target vessel spasm can all contribute to the formation of a hypoperfusion scenario. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported hypoperfusion. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00539 and 3003742446-2012-00540.

Manufacturer narrative:
Concomitant medication included acetaminophen, aleve, angiomax, aspirin, calcium with vit d, plavix, coreg, lipitor, nitrostat, omeprazole, osteo bi-flex, prevacid, and ranolazine. (B)(4). Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00539 and 3003742446-2012-00540.